Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavy calcified, mildly tortuous and 99% stenosed mid left anterior descending artery (lad) lesion. The 3.25 x 12mm nc trek neo balloon dilation catheter (bdc) met resistance during advancement with anatomy. Once at the lesion the balloon of the bdc was dilated for 5 seconds; however, ruptured at 10 atmospheres during the first dilation. The procedure was completed with another device. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.